Event description:
The nurse was preparing to start an IV line on a patient. Prior to going into the room, she assembled all of her equipment and opened the veniloop connector package (this is the device that connects directly to the IV hub and provides a means for IV tubing to be connected to the IV line). Staff commonly refer to this device as the "j-loop" due to the shape of the device. When the rn opened the package, she noted that the tip by the locking spin collar was misshapen. It appears that when the device was manufactured, it was pinched in some way. The rn was concerned that the device would not connect to the IV tubing and so she obtained another j-loop. Staff report that they have not seen any other j-loops with this misshaped end. The device did not come into contact with the patient and no one was harmed. The concern from staff is that if the device had been used, it may have leaked and would have been a potential break in the IV system as a source of infection.====================== health professional's impression======================staff believe that when the device was manufactured, it was pinched in some way.====================== manufacturer response for IV tubing, veniloop connector with extended tubing, locking spin collar & luer lock======================we are awaiting instruction from the manufacturer so that we can return the device for investigation/analysis.